Event description:
It was reported that patient's previous device was explanted due to it was not implanted correctly. Further, patient was informed that current device needs to be replaced. The device was explanted and replaced. No additional adverse patient effects were reported.